Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-8216-50, serial#: (B)(4), description:artisan surgical lead with platnalock technology - 50cm, model#:sc-8216-70, serial#: (B)(4), description:artisan surgical lead with platnalock technology - 70cm, model#:sc-3304-25, serial#: (B)(4), description:2x4 splitter - d4 - 25 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient is experiencing a burning sensation at the ipg site. The patient was explanted and is reportedly doing well.